Manufacturer narrative:
The evoke closed loop stimulator (cls) was not returned to saluda for analysis. There were no allegations of device deficiency. The evoke scs system user manual states the following: the battery in the cls needs to be recharged regularly in order to continue delivering therapy.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant. A saluda representative reported that the patient was not charging their evoke scs system and the system was not regularly in-use by the patient. The evoke scs system was confirmed to be performing as intended.